Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
Customer reported "rn noted IV pump noted downstream occlusion. Unable to aspirate or flush line. Full heparinized tpn infusing. Replaced device."